Manufacturer narrative:
"Since this event resulted in a serious injury, it is reportable per 21cfr part 803. This MDR is being submitted as a part of a retrospective review and remediation effort based on enhancements and harmonization made to the company's complaint handling processes. There is no change to device performance or to the device risk profile. A CAPA (2023-487) has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. This retrospective review includes the date range of 05/17/2021 through 05/31/2024."

Event description:
The customer is reaching out due to aligners causing a blister on the sides of her tongue, photos show the tongue to be swollen and looks to be a possible allergy reaction, advised customer to step the use of the aligners until she can be seen and to stay in close contact with us so we can assist her through. Stls lack gingival definition.